Event description:
The pt heard a loud buzzing sound which began while watching television in 2005. The buzzing sound began suddenly and is present during any attempts to use the implant. The buzzing sound is so uncomfortable that the patient has been unable to use her device for any period of time since it began. Attempts to resolve the buzzing through troubleshooting of the external equipment and re-programming were unsucessful. Multiple attempts to replace all the external components resulted in the same loud buzzing sound. All attempts to identify a source for and resolve the buzzing through programming were also unsuccessful.

Manufacturer narrative:
Conclusion: failure of the stimulator electronics subsequent to humidity ingress into the housing at its braze joint was determined to be the reason for device failure. This investigation results seems congruent with the problems described in the pt report. This is a final report.